Event description:
After essure procedure, I have experienced debilitating back pain; abdominal pain, like being stabbed from the inside out; extremely heavy bleeding and constant bleeding 6 out of every 10 days); hip pain, weight gain (B)(6).